Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event is due to the surgeon's mishandling during the implant postioning and due to his lack of experience with mobi-c prothesis use. As reported : it was surgeons first time using the mobi-c, extreme difficulty judging the rotation of the device upon malletting in of the implant. Resulting in unacceptable rotation of the device in the patients neck the investigation found no evidence to indicate device issue.

Event description:
Mobi-c p&f us : difficulty to implant correctly additional information received on october 20th 2017 reported that in a lateral x-ray, the lateral tabs of the device were not even close to superimposed and improperly rotated beyond what would be acceptable for successful patient outcome. The disc space was distracted during insertion using 12mm caspar pins and the right sided cervical distractor additional information recevied on november 17th 2017 reported that surgery was completed successfully with a third device of a different size. The mobi-c no touch level was used.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional requests have been sent to reporter to get more information

Event description:
Mobi-c p&f us : difficulty to implant correctly. Surgeon has difficulty to implant two devices, the rotation wasn't correct. Same exact problem with second implant. Disc space distracted. Surgery was completed successfully with a third device. No harm to the patient. Delay 90 min. First mobi-c usage for surgeon.